Manufacturer narrative:
A product investigation is not possible. This product was not returned to microline inc.

Event description:
During a laparoscopic cholecystectomy procedure, the tip of the renew lapclinch grasper bent during use. No further details were provided. The procedure and anesthesia time was extended by 25 min. There was no harm to the patient.